Event description:
Customer states that pump is overheating. When the customer puts the batteries in the pump, they get really hot and batteries exploded. The event found during testing.

Manufacturer narrative:
Visual inspection found no evidence of burnt mark or explosion on pump. Pump turned on fine using both ac adapter and new c-cell batteries. Pump passed a burn-in test, running 12 hours with no errors, alarms, or excessive heat. The complaint could not be confirmed.